Event description:
During angioplasty procedure there was evidence of dissection of the rca. At this point, the fluoroscopy stopped working. The pt had to be moved to another room in order to continue with fluoroscopy and stenting of the dissection. The dissection had extended and the pt was taken to surgery.